Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging an inaccurate low result of "48mg/dl" as compared to his usual readings. A control solution test was also performed but it did not pass. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient. This complaint is being reported because the control solution test did not pass specification and the alleged inaccuracy issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4): the test strip passed testing with no faults found. The meter have also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a follow up report will be submitted.